Event description:
Litigation alleges that the patient suffered extensive pain and discomfort on account of his asr left hip implant. Litigation further alleges that the patient, on receipt of his blood work results, experienced excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional info catalog and lot #. Update - (B)(4) 2013 - asr/supplemental received. Part/lot and dor information have been updated for the left hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.